Manufacturer narrative:
Alleged failure: it was reported by the customer that: "during laparoscopic surgery [laparoscopic appendectomy], the camera coupler with the telescope attached fell off the camera onto the ground. Upon further inspection, the camera head coupler thread is loose and does not hold in place. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: worn out threads most likely caused by the customer not screwing the coupler to the camera head correctly and/or wear and tear since the coupler has been on the field for over six years without been serviced. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The part number is not known at this time, therefore the gtin and 510 is not known. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.